Manufacturer narrative:
The reported suturefix curved ahr xl intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor lost fixation, causing the anchor to come free from the insertion site. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions in the soft tissues to be attached that would impair secure fixation by suture. Comminuted bone surface, which would compromise secure anchor fixation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Additional information was received from the reporter stating that no additional bone hole was performed, therefore, no medical intervention was required. This event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that, during an unspecified surgery the suturefix anchor fell out. There was a loss of tissue fixation with no additional bone hole required. A back-up device was used to complete the surgery. The surgery was not significantly delayed. The patient was not injured.

Event description:
It was reported that during the surgery the anchor was fallen out, there was a loss of tissue fixation. A backup device was used to complete the surgery.